Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found bending cover adhesive was peeled, distal end cover was cracked, due to wear of lock engagement lever, the up / down knob could not be locked securely. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, distal end leak from the evis lucera ultrasound gastrovideoscope. Inspection and testing of the returned device found the distal end was cracked. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, since DHR confirmed that there were no problems at the time of shipment it is likely that the event occurred later. The event can be detected/prevented by following the instructions for use which state: " do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.